Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue was found during the preparation phase and the patient was moved to another device to complete the procedure. The philips field service engineer (fse) inspected the system on site and confirmed that the system couldn¿t expose. Review of the system log file showed that high voltage inverter was not able to start. Upon troubleshooting, fse found that the power inverter (point) rail voltage had problem. To resolve this issue, fse replaced power inverter (point) certeray and performed required calibrations. The defective power inverter was returned to philips for analysis and found that xsc_point calibration failed due to a faulty pcb. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to expose. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.